Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. Additional information received on april 26, 2021, form perioperative materials specialist, bsn, rn, cnor. The customer figured out the issue with the cultures being positive. The customer was using the same pbs solution bottle to culture multiple scopes. After trialing, they discovered that with repeated use and uncapping and recapping, this was the cause of the positive cultures. No scope was used that had a positive culture. If the culture was positive, we re-cleaned the scope and re-cultured it. No patients were affected by the culturing. Our process now is that we use a new bottle of pbs solution with each culture. This new process has resulted in continuous negative cultures. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified since the device was not returned. Similar cases were noted at this facility for positive culture. The following possible causes for the reported event are presumed as follows: though it is difficult to specify, we presume the following causes of the suggested event via investigation result. -1.repeated use of the same pbs solution bottle to culture multiple scopes. -2. Occurrence of contamination during sampling for culture test. -3. Reprocessing method conducted by the user and recommended by IFU are possibly different. IFU states as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR.

Manufacturer narrative:
As part of investigation, on (B)(6) 2021, an olympus endoscopy support specialist (ess) was dispatched to the customer facility to observed the facility¿s reprocessing practices. The ess reported that the customer followed the IFU for scope reprocessing. A 20cc syringe was used to flush the scope. The ess recommended that the customer use a 30cc syringe when flushing channels and distal end. The ess reported that two staff members participated with one person reading the IFU and one person performing the steps. The customer informed the ess that the scope had only one positive culture but the control solution has tested positive every time. The ess noted that the customer does not use a new bottle of solution each time. The customer informed the ess that the facility follows the cdc/FDA guidelines for culturing scopes. The ess recommended that customer reach out to manufacturer of culturing solution for suggestions as to why control solution is testing positive every time. The customer plans to order single use bottles of solution. The scope was not returned to the service center for evaluation. The cause of the reported event cannot be determined. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the scope cultured positive for an unknown organism after reprocessing. There was no patient infections or patient involvement reported.